Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device involving a thermal product malfunction. Smoke was observed coming from the area where the water reservoir is located. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.